Manufacturer narrative:
One ampere¿ rf ablation generator was received into the lab for analysis. When power was applied to the generator, normal boot up sequence was observed and all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. When rf testing was performed, both dispersive connectors functioned as anticipated & no anomalies were observed with the rf output. Based on the information provided to abbott and the investigation performed, root cause of the field reported patient burn could not be conclusively determined as the returned ampere generator functioned as anticipated throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During the procedure, a patient burn occurred. One of the patches was not adhering to the patient and was peeling off. The patch was a non-abbott patch and was not overlapping with any other patches. The patient had been prepped and the hair was removed. The burn was blistering and it is unknown what treatment was administered to treat the burn. The patient recovered.